Event description:
The report received from the affiliate indicated that during pci of a lesion in the 1st diagonal, the 2.25x18mm cypher select plus stent could not be inflated due to a broken hub. The lesion was pre-dilated with a 1.5x12mm tin balloon at 14 atm and with a 2.0x20mm maverick balloon when the device was delivered to the lesion. No inflation was possible and the broken hub was not observed while prepping the device. Another stent of the same size was used to successfully finish the procedure. The lesion was type c, with 99% stenosis present, moderately calcified, 12mm in length and tortuous.

Manufacturer narrative:
Please note that this report is submitted late due to late submission from the affiliate. The device is available for testing and evaluation, but has not yet been received. Add'l info received will be submitted within 30 days upon receipt.